Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Access tip slipped out of drainage line. Additional information from customer complaint form: no patient harm.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Lot # 0000765474 was manufactured on 03/05/2015. Failure mode could not be duplicated in the received sample and no issues were found that can related personnel, method, material or machine with the reported failure mode. Even though an adverse trend has been detected for the reported failure mode, no action has been taken since the process has been improved and during the validation it was identified that the assembly between the tubing and the accessories is stronger.